Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced discomfort. Due to the discomfort, the lens was explanted. The problem was resolved. Cause of event was reported as unknown.